Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the bg reading was at 505 mg/dl and both "receiver" and mobile were at 75 mg/dl when the doctor called him 4 days after the sensor was put on the abdomen. The patient had blurry vision, took eyedrops, and went to the emergency room (ER). No mention of treatment and management of hyperglycemia. Sometime later at the emergency department (ed), the bg was 62 with cgm 75 mg/dl and the patient got juice. He was discharged after 2.5 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the doctor called the patient, the reported glucose values fall within the d zone of the parkes error grid. Sometime later at the ER, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.